Event description:
It was reported that the device indicated elective replacement (eri) early. During the device replacement procedure, oxidation and discoloration were noted on the distal end of the chronic right ventricular (rv) lead and body fluids and blood could be seen within the lead insulation. When attempting to replace the chronic lead, the replacement lead measured small r waves at its initial position and after repositioning, the lead helix would not deploy. The rv lead was not used and another lead was implanted. The device was explanted and replaced. Finally, it was also reported that the left ventricular lead placement was sub-optimal. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2010, 4470 competitor implantable pacing lead, (B)(6) 2003. (B)(4).